Event description:
It was reported by svc report that the pt left siderail knuckle weld was torn away from the litter frame, the siderail could not be latched up and there were sharp edges present. No pt involvement or adverse consequences are reported.